Manufacturer narrative:
Bayer service performed a system service check out of the stellant d injector ((B)(4)) on march 1, 2016 and confirmed that the injector was operating within specification. The disposable syringe kit that was in use during the alleged event was discarded by the site; however the site was able to provide the lot number of the disposable syringe kit. Bayer product analysis examined retained samples from stellant CT disposable kit sds-ctp-spk, lot number 8516162. Testing concluded that the retained disposables performed to specification with no problems observed. The offer of additional applications training was declined by the customer who admitted that this issue was caused by user error. The stellant CT injection system operation manual cautions the user as follows: "operator vigilance and care, coupled with a set procedure, is essential to minimizing the possibility of an air embolism." The site continues to use the stellant CT injection system after the reported event. No further issues have been reported.

Event description:
The site reported the following: a (B)(6) female patient was undergoing a CT scan of the neck and chest with intravenous contrast enhancement while connected to a stellant CT injection system. During the injection, an undisclosed amount of air was visualized in the pulmonary trunk on the subsequent images. The patient was asymptomatic; however, she returned to the emergency department and was admitted to the hospital for observation. The patient was subsequently discharged to home the following day without further issue.